Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
On (B)(6) 2003, this pt was implanted with gore excluder bifurcated endoprosthesis for treatment of an abdominal aortic aneurysm. Approx two weeks before reintervention, CT scan revealed aneurysm growth with no sign of endoleak. On (B)(6) 2011, this pt had a reintervention to treat aneurysm growth with no sign of endoleak. Additional gore excluder aaa endoprostheses were implanted to reline the graft. The pt tolerated the procedure.